Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: type of follow up - correction. D10: therapy date - correction- 8/5/2025 (missing from one of the concomitant on initial).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).